Manufacturer narrative:
Related components: model number: 72400098. Lot number: 1000104285. Model description: ams 800 control pump. Model number: 72400024. Lot number: 1000093217. Model description: ams 800 pressure regulating balloon, 61-70 cm h2o.

Event description:
It was reported that the patient presented to his physician with his artificial urinary sphincter (aus) not working. The patient experiencing recurring incontinence. The physician performed a flexible urethroscopy at which time he found that the "cuff does not close." The cuff was explanted and a new cuff was implanted. The aus device is now functioning properly and the patient is satisfied.

Manufacturer narrative:
Related components: model number: 72400098, lot number: 1000104285, model description: ams 800 control pump. Model number: 72400024, lot number: 1000093217, model description: ams 800 pressure regulating balloon, 61-70 cm h2o.

Event description:
It was reported that the patient presented to his physician with his artificial urinary sphincter (aus) not working. The patient experiencing recurring incontinence. The physician performed a flexible urethroscopy at which time he found that the "cuff does not close."